Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified crease flat, one curved opening on the posterior, non-penetrating nick, and yellow particles on the shell. Leak test and microscopic analysis were performed which identified one sharp edge opening on the posterior and non-penetrating nick. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on the posterior due to an unidentified (tear) opening, and non-penetrating nicks. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.